Event description:
Patient's son reported patient expired, and shortly before death the patient was going to a physician because of "flu-like" symptoms. Cause of death was not reported, and patient's son stated to his knowledge it was unrelated to the pump therapy. The reservoir was last refilled in mid 2006, and the patient was reported to have "several medical conditions". Additional information regarding the reported events have been requested from the patient's physician, and a follow up report will be sent when new information is received.